Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As the device was not returned for analysis, it is possible that inadvertent mishandling during use resulted in the reported difficulties; however this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2019 for coronary heart disease and underwent emergency cardiac stent implantation. Balloon dilatation was performed with an indeflator and during use, the piston push rod of the indeflator came out of the tube body and the tube body may be cracked inside. A new indeflator was used to continue the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.